Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during a normal implantable pulse generator (ipg) replacement procedure the physician noticed the right ventricular (rv) lead and right atrial (ra) lead insulation had peeled back from the lead body. The leads were electrically functioning normally. A repair kit was used to repair the lead damage. The leads remain in use. No patient complications have been reported as a result of this event.